Event description:
It was reported that the it3500 system had displayed a tracking inactive message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tracker assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.